Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost weight and experienced discomfort at ipg site due to movement of ipg in the ipg pocket. Surgical intervention may occur to address the issue.

Event description:
Additional information was received that surgical intervention occurred on (B)(6) 2020 during which the existing ipg was repositioned to address the issue.